Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the product complaint form, the device malfunctioned during a revision (¿.¿when advancing the black collar on the slot orientation disengaged¿unusable¿). S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The [7118-1065 reva 02/12] surgical technique notes to connect so that ¿the words ¿slot orientation¿ are in line with the opening at the tip¿ and proper procedure for fracture reduction. The patient impact beyond the reported minor 0-30 minute surgical delay and change in surgical technique could not be determined; although no injury was reported. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that in a revision surgery, when assembling the instrument over the guidewire when advancing the black collar on the star orientation disengaged, which causes that the product be unstable. The procedure had a delay between 0-30 min. The procedure was ended with a change in the surgical technique.